Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini tray was open completely. A field service engineer was able to log in and accessed the hardware test application and found that all of the mini drawers were open fully, regardless of the selection. The fse had unplugged all the connections and plugged them back in, after which the components began working. The system functioned as intended after the field service engineer repaired the device. Initial reporter facility: louis stokes cleveland veterans affairs medical center.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es mini tray was opening completely. The customer reported that a malfunction took place when the user tried to dispense medication to the patient, but the user was able to get the medications. There were no delays or adverse events or injuries reported based on this event.